Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-06-09. H.6. Investigation summary: bd received (B)(4) samples for investigation. Customer samples and retention samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin (sampling errors due to fibrin). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer noticed fibrin clots in the tube. The following information was provided by the initial reporter. The customer stated: "customer is receiving aspiration error. Customer states there seems to be fibrin clots in tube."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer noticed fibrin clots in the tube. The following information was provided by the initial reporter. The customer stated: "customer is receiving aspiration error. Customer states there seems to be fibrin clots in tube."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1 initial reporter addr : (B)(6).